Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of mitral stenosis as, listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The pre-procedure mean pressure gradient was 3-4mmhg. One clip (90201u118) was advanced, but grasping was noted to be difficult. Grasping was performed multiple times, but the leaflets were unable to be captured; therefore, mr was unable to be reduced. The clip was retracted, and a second clip (81114u142) was inserted and deployed, reducing mr to a grade of 1-2. However, the mean gradient pressure increased to 8mmhg. There was no clinically significant delay in the procedure. No additional information as provided.